Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 76 occurrences of foreign matter, two occurrences of incorrect labels, and 216 occurrences of air bubbles before use. The following has been provided by the initial reporter: fm in gel x52. Defective marking x2. Dirty tube x24. Tube air bubble x27. Air bubbles in gel x189.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in the gel, printing defects, and ink on tube with the incident lot was observed. Air bubbles in the tubes is not confirmed as this reported defect is within specification limits. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 76 occurrences of foreign matter, two occurrences of incorrect labels, and 216 occurrences of air bubbles before use. The following has been provided by the initial reporter: fm in gel x52, defective marking x2, dirty tube x24, tube air bubble x27, air bubbles in gel x189.